Event description:
It was reported that pump quick bolus and wake button did not function as expected. There was no adverse impact to the customer¿s blood glucose level. Customer confirmed pump was not connected to power, firmly pressed center of button as instructed, display turned on, and customer acknowledged pump functioned as intended with no further action needed.